Manufacturer narrative:
Additional information has been received: on (B)(6)2018, it was reported that the right ventricular (rv) lead was confirmed to be dislodged (placed in apex) through x-ray images. Therefore, a re-intervention was performed to reposition this lead. During this intervention, the helix of the lead could not be extracted. Thus, the physician decided to replace the lead with another one. After rv lead replacement, some oversensing was observed on the ECG, leading to pacing inhibition. The rv lead was repositioned again and, after 10 minutes (rv sensitivity of 0.6mv) normal functioning of the device was observed. Analysis of the new provided patient files is still pending.

Event description:
Reportedly, one week after implantation during a follow-up on 28 november 2018, ventricular noise oversensing was observed mostly during the night time. This oversensing could not be reproduced by provocative maneuvers, and patient stated not being exposed to any source of noise. On 5 december 2018, it was reported that an inappropriate shock was delivered. The sensitivity and persistence were reprogrammed.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. [(B)(4)].

Event description:
Reportedly, one week after implantation during a follow-up on (B)(6) 2018, ventricular noise oversensing was observed mostly during the night time. This oversensing could not be reproduced by provocative maneuvers, and patient stated not being exposed to any source of noise. On (B)(6) 2018, it was reported that an inappropriate shock was delivered. The sensitivity and persistence were reprogrammed.

Event description:
Reportedly, one week after implantation during a follow-up on (B)(6) 2018, ventricular noise oversensing was observed mostly during the night time. This oversensing could not be reproduced by provocative maneuvers, and patient stated not being exposed to any source of noise. On (B)(6) 2018, it was reported that an inappropriate shock was delivered. The sensitivity and persistence were reprogrammed.